Event description:
Problem is bearings on the drive wheel. The customer received the caster wheel but has stated the problem is with rear wheel, not the caster wheel. There was a misunderstanding of the wheel needed

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.